Event description:
After 5+ years of implantation, this pacemaker was explanted because there was no pacing present. Upon re-intervention, the header on this device was found damaged. Please note the pt reported that he got punched in the chest approximately a year ago.

Manufacturer narrative:
The header on this pacemaker was found damaged upon re-intervention. The analysis is pending.